Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was reading inaccurate high compared to his feeling/normal result(s). The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began in (B)(6) 2010 (date/time not specified). On an unknown date/time, the patient allegedly obtained a blood glucose result in the "500's" with the subject meter. The patient indicated he manages his diabetes with humalog (three times a day) and lantus (in the evening); however, the dosages are unclear. In response to the alleged result, the patient indicated he increased his insulin; however, the date/time of action is not specified and it is not known how much insulin the patient administered. At unknown date/time in (B)(6) 2010, the patient claimed that as a result of the alleged meter issue he began to experiencing a symptom of shaking. The patient denied testing his blood glucose with another device. At an unspecified date/time in november 2010, the patient indicated he administered self-treatment by consuming food and/or drink. At the time of troubleshooting, the csr verified the subject meter was set to the correct unit of measurement (mg/dl). Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed a symptom suggestive of severe hypoglycemia after the alleged meter issue began.